Event description:
Device issue: irregular inflation, over-sized. Time of device issue: during the procedure. Adverse event: perforation requiring intervention. It was reported that during a mid left anterior descending artery stenting procedure, after stent placement, the stenosis was 20%. A powersail balloon was inflated to post-dilate the lesion, to 14 atmospheres (atm), then 16 atm, leaving the residual at 15%. The powersail was again inflated to 16 atm; however, 1/3 of the balloon over-inflated and a perforation occurred. Pericardiocentesis was performed and a balloon was inflated with low pressure. The perforation resolved and there was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been received.